Manufacturer narrative:
Additional information was received that device malfunction was not suspected and that the ipg replacement was patients preference.

Event description:
A report was received that the patient was experiencing shocking sensation when the stimulation was turned up too high and was also reported to feel residual stimulation when turned off. Database analysis showed that the battery discharge and charge profiles were observed and revealed no anomalies. The patient will undergo ipg replacement procedure.

Event description:
A report was received that the patient was experiencing shocking sensation when the stimulation was turned up too high and was also reported to feel residual stimulation when turned off. Database analysis showed that the battery discharge and charge profiles were observed and revealed no anomalies. The patient will undergo ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing shocking sensation when the stimulation was turned up too high and was also reported to feel residual stimulation when turned off. Database analysis showed that the battery discharge and charge profiles were observed and revealed no anomalies. The patient will undergo ipg replacement procedure.